Event description:
Genesis health system inserted a 3.5 (B)(4) covidien umbilical catheter, double lumen, into a newborn. The MFR number is (B)(4). The pt was transferred to the (B)(6) hospitals the same day and the facility reported that the catheter sheared while they were trying to pull it back.